Event description:
It was reported that, the left side of the packaging of one (1) renasys f medium w/soft port was ripped open. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The product was returned for evaluation. The visual inspection revealed that the left side seal has failed, additionally, there is evidence of seal transfer which means that the kit was sealed when it was manufactured. The review of the production records revealed no issues were detected during the manufacturing process. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Additionally, a historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The manufacturer has reviewed their processes and determined that there were no deviations or unscheduled maintenance during manufacture and no non-conformance's noted during in-process checks. The evaluation of the returned sample confirms that the pouch was unsealed on on side. Further evaluation in the form of an image was sent to the supplier, and it was further confirmed that the film at the point of the seal was fully transparent indicating that a seal had not been formed. It has been determined that the probable root cause of the event has been identified during the multivac process whereby the folded drape slipped slightly out of the pouch and got caught in the pouch seal during the process. This process is 100% inspected and if the issue is identified, the pouch is rejected, which did not happen on this occasion (human error). This batch was manufactured prior to a similar event where further training had been conducted. The manufacturing processes, procedures, complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, we have reason to suspect that the product failed to meet any product specifications at the time of manufacture; however, based on this investigation, the need for corrective action is not indicated.